Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no more hearing sensation since the beginning of (B)(6). Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user no longer has any hearing sensation since the beginning of october 2018. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user no longer had any hearing sensation since the beginning of (B)(6) 2018. The user was re-implanted. The user was re-implanted. Despite requested, the concerned device has not been made available for investigation yet.